Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
Consumer reported that string pulled out of the tampon during removal. Consumer had to go to the ER to have the tampon removed. Consumer experienced vaginal pain during removal. Consumer stated pain has resolved and she is doing well.